Event description:
It was reported the device was used during a diagnostic laparoscopy. It was reported the surgeon was using the hdh05 harmonic scalpel blade for removal of endometriosis. It was taking a long time to do the procedure as it was the surgeon's first time using the harmonic scalpel and he decided to switch over to using a laser (from another company). The rep was only present for the first part of the procedure when the surgeon used the harmonic scalpel (not when he switched to the laser). The contact person reported everything appeared to have gone well during the procedure. Postoperatively, the patient developed peritonitis. A cystoscopy was performed (date unknown) on the patient and no obvious perforation of the bladder was found. The patient is a 23 year old female who is currently in serious condition and receiving antibiotics to treat the peritonitis.